Manufacturer narrative:
(B)(4). Batch number ==> p58h9n. Investigation summary ==> the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: patient demographics: -not provided. Reason for colon surgery. -not provided. What action did the doctor take to correct the problem with the device? -dr. Applied to the hospital another stapler because of charge of invoice to the patient. The hospital requests replacement of the device. Was there any consequence / damage to the patient due to the problem with the device? -no. Was there a surgical delay due to the problem with the device? -yes, approximately 45 min. Was there any consequence / damage to the patient due to or to the surgical delay? -no. What is the current state of the patient? Was discharged without complications .

Event description:
It was reported that the stapler locked, did not respond to the reverse button. No patient consequence reported.